Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2013-03213, 2134265-2013-03214. It was reported that following a coronary stenting treatment procedure, the patient expired. In (B)(6) 2008, the index procedure was performed. The target lesion was located in the distal left anterior descending artery (dist lad). The target lesion was treated with placement of three taxus express2 stents of size 3.50x12mm, 2.75x32mm and 3.00x16mm. In (B)(6) 2012, the patient was found in cardiac or respiratory arrest and then expired unexpectedly. No autopsy was performed.